Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during cycle 5. The patient's largest prescribed fill volume (lpfv) was 2400 ml and the drain volume was 3953 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The probable cause for the iipv was determined to be caused by insufficient drain, use error: tidal total uf removal set too low. The device was determined to meet specifications for the iipv found in the logs. Baxter will continue to monitor similar reports to determine if actions are required.